Event description:
The customer provided patient data for a total of 174 different patients tested at 5 different sites on multiple coaguchek xs meters. Of the provided data, 2 patients had erroneous results when testing with coaguchek xs meter serial number (B)(4) and test strip lot number 30497311. A sample from the first patient was tested on the meter and the result was 3.7 inr. At an unknown time on the same day, a sample from the same patient was tested in the laboratory using an unknown method, resulting as 2.71 inr. A sample from the second patient was tested on the meter and the result was 6.6 inr on (B)(6) 2018. At an unknown time on the same day, a sample from the same patient was tested in the laboratory using an unknown method, resulting as 4.93 inr. No adverse events were adverse events were alleged to have occurred with the patients. Corresponding retention test strips (304973) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred.

Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.